Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent a transcatheter aortic valve replacement (tavr) to treat his 25mm surgical bioprosthetic valve due to aortic regurgitation. The subject device was implanted for 14 years and seven months. An edwards transcatheter valve was implanted in the aortic position with no reported complications.

Event description:
Edwards received information that a patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 14 years and seven (7) months due to valve degeneration leading to severe aortic stenosis and aortic regurgitation. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. Post deployment, transthoracic echocardiogram showed low gradients with a trace perivalvular leak with gradients of 9 and 4mmhg. The surgeon was satisfied with the result. There were no complications noted. The patient remained hemodynamically stable and was transferred to the post-anesthesia care unit for continued observation. The patient was discharged home on pod #2.